Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. The incontinence started one month ago and x-ray of prb indicated a decrease of fluid. The prb was explanted and a new prb was implanted. The patient status following this surgery was ok. Should additional information be received a supplemental report will be submitted.